Event description:
A report was received from vietnam stating that "although supply of oxygen is good, but the machine still reported o2 sensor requires calibration and replacement". The device was in use on a pt. There was no reported injury to the pt.

Manufacturer narrative:
Covidien customer support engineer (cse) inspected and recalibrated device; however, the error message continued. The cse replaced o2 sensor. The device was recalibrated and the device operated normally. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013. Covidien reference: (B)(4).